Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (over-voltage set, code 110) has been confirmed. Upon evaluation, the monitor generated code 203, meaning the previous fault test failed (which confirmed the over-voltage fault). Code 110 is generated when the voltage measured on the capacitors is too low to deliver a treatment pulse. The cause for the over-voltage set was the result of a defective component (q1) on the computer analog board. Q1 is a current controlling component. The root cause for the defective q1 cannot be positively determined but was likely a random component failure. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A review of a (B)(6) male patient's download revealed an over-voltage set flag. Zoll customer support contacted the patient and issued a replacement monitor.